Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumers daughter reported the string broke leaving the pessary inside. Her mother was able to manually remove the pessary with no medical assistance and is doing well.